Event description:
Customer reported to beckman coulter, inc. (Bec) that during a sample run, puddles appeared on the image immunochemistry system covers, near the reagent and sample wash station. Customer indicated that the probes were leaking. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found that each vacuum inline filter had significant debris buildup. The fse replaced the inline filters.

Manufacturer narrative:
(B)(4).